Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges to have had lung surgery that may be related to the device, nasal/throat irritation or soreness. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. On (B)(6) 2022 the manufacturer received additional information alleging difficulty breathing/short of breath. There is no further report of serious or permanent injury. Appropriate coding has been added to section h6.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to have had lung surgery that may be related to the device, nasal/throat irritation or soreness, short of breath. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.